Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Original implant date: sometime in 2009. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that original procedure for an anterior cervical discectomy fusion was performed on an unknown date in 2009 at the c5-c7 levels. Post-operatively due to possible pain around neck on the adjacent level disease above and below the implants, a revision surgery was performed on (B)(6) 2016 to explant vectra plate and five (5) 4.0mm screws. In addition, it was reported that plate had migrated from the bone and screws were explanted intact. Patient did achieve union and was not further revised. Procedure was successfully completed with five (5) minute surgical delay. Patient/status was reported as "stable". This complaint involves 6 parts. This report is 3 of 6 for (B)(4).